Manufacturer narrative:
Result: power cord - missing ground pin.

Event description:
It was reported in a service report that the power cord was missing the ground pin. No pt involvement or adverse consequences were reported.